Event description:
Reportedly, the patient was undergoing a therapeutic plasma exchange procedure and there was an "excessive vibrations" alarm immediately prior to a channel blood leak alarm. Post leak, the patient was transfused with 2 units of blood.

Manufacturer narrative:
(B)(4). Upon follow-up from the caridianbct clinical specialist, it was clarified that the kit was disposed of immediately and therefore, no pictures could be provided, nor could the kit be returned for investigation. The customer stated that there was only an alarm for excessive vibrations. Investigation: this disposable set was unavailable for return and investigation. Functionality of the machine was verified during a service call. Safety risk assessment: caridianbct internal health hazard assessment, (B)(4), rates this failure mode as very low. "(T)his type of failure reveals an estimated volume of blood in the centrifuge chamber from less than 50 ml to 100 - 150 ml. There have been no descriptions of serious injury to patients or donors when these incidents have occurred. For these incidents the total amount of blood lost, including the extracorporeal volume is within the range of one unit of whole blood." Assuming high loss of 150ml, this would be equal to 3.4% of their tbv. Possible causes include but are not limited to: loop was loaded incorrectly. Misload of the hex in the holder. Loop bearing not loaded correctly into either bearing holder. Manufacturing defect of loop, braid and bearings connection to loop sleeves. Misload of channel resulting in seam leak. Trends suggest that the event reported is random and isolated on a general basis. If the kit is later received and findings differ from the information presented in this record, an addendum will be added to correct/update the investigation findings.